Event description:
It was reported that a red alert was received for a high, out-of-range shock impedance measurement (>125 ohms) from this right ventricular (rv) lead. Technical services (ts) was contacted and provided thorough recommendations for an in-clinic evaluation. Ts initially indicated the out-of-range shock impedance could be the result of fretting within the device header, but further data analysis concluded that the impedance issue was most likely related to a rv lead integrity issue. The patient was seen in-clinic where shock impedance changes were noted depending on the patient's position. A commanded shock test and diagnostic imaging were scheduled, but have not yet been performed. The physician also indicated that a rv lead revision procedure was likely to occur in the near future. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.